Event description:
The patient presented to the hospital after receiving an inappropriate shock. Upon interrogation, oversensing was confirmed to be noise on the ventricular channel. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.